Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button required multiple presses to activate the screen. Subsequently, the wake button was no longer functional. The customer's blood glucose level was 485 mg/dl with moderate ketones. Reportedly, the customer administered a manual injection. The customer was able to access the pump features by connecting the pump to a power source. Reportedly, the customer has manual injections available as alternate insulin therapy.